Event description:
The initial reporter alleged false negative results with the hiv combi pt elecsys assay on the cobas 8000 - cobas e 602 module. The customer identified four affected samples (ID: (B)(6) as part of this event. No additional samples were reported to be impacted.

Manufacturer narrative:
The reported event occurred on a cobas e 602 module (serial number: (B)(6). The investigation identified crystalline residues at the pro cell and clean cell supply nozzles, as well as partial removal of the black coating on sipper 2. These conditions could lead to crystal adhesion, potentially causing carryover or abnormal signal levels. The sipper was replaced. An assay performance check confirmed that the instrument was performing within specifications. Recovery rates for both channels were within acceptable limits, and carryover was measured at approximately 50 ppm per channel, below the upper limit of 100 ppm. A review of 6,638 sample and quality control results revealed a high rate of data alarms, particularly in analytical unit 3 (au3), which had the highest flag rate of (B)(4). The investigation also noted that the customer had changed pre-analytical processes, transitioning from freezing to refrigerating sample material without re-centrifugation, which may have contributed to sample quality issues. The root cause of the event was attributed to the presence of crystals at the pro cell sipper, likely due to insufficient maintenance. Product labeling specifies weekly cleaning of the pro cell/clean cell reservoir area to prevent residue buildup. The customer was advised to adhere to the maintenance instructions to avoid discrepant results in the future.